Event description:
It was reported that the patient accidentally delivered two ¿usual dinner¿ meal announcements on the ilet, resulting in two insulin doses for one meal and subsequent hypoglycemia with a reported value of 46 mg/dl. The caregiver asked if a meal announcement could be delivered without the patient sliding to deliver and was informed this is not possible. No adverse clinical symptoms associated with hypoglycemia reported. Outcomes included the need for oral glucose to treat the low and characterization of the event as a serious injury or illness. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a use-of-device problem without a device malfunction and no device problem found, with the device component categorized under a general code where a more specific term was not available. It was concluded, based on previously established findings for similar reports, that the cause was traced to user operation.

Manufacturer narrative:
Initial.